Manufacturer narrative:
Additional manufacturing narrative: other, other text: the 3 returned sensors were evaluated. During evaluation, the sensors passed all visual and functional testing. During simulation testing, the sensors passed manual and preset conditions and provided accurate measurements. The sensors were determined to be functioning as designed. D.1 brand name was rd set newborn infant/pediatric, is rd set newborn neonatal d4. Catalog and model number was(B)(6). E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows:(B)(6).

Event description:
The customer reported the sensor appears to read inaccurately low saturation at times. No patient impact or consequences were reported.

Event description:
The customer reported the sensor appears to read inaccurately low saturation at times. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: is: (B)(6). H3 other text : no product returned.